Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported, she was hospitalized. Customer had high blood glucose of 500 mg/dl, she went to the clinic and was sent to the emergency room. Blood glucose value at the time of admission was 470 mg/dl. Customer stated, she has experienced high blood glucose of 500 mg/dl twice and other times over 400 mg/dl. Last blood glucose value is 303 mg/dl. Customer stated, she has had high readings ever since she got the insulin pump programmed. Customer will be reaching out for assistance to check the settings. Nothing further reported.